Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited a change in capture thresholds. The device was reprogrammed and pacing was turned off. The issue was resolved without sequel adverse events.

Event description:
New information received indicated that the patient was asymptomatic before, during, and after the event.